Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that upon setting up the customer's replacement pump, the customer entered a blood glucose (bg) value and the pump recommend an amount that was larger than expected. Review of the customer's settings with tandem technical support showed that the carbohydrate ratio had been entered as 1:75 and the correction factor ratio was 1:10. Review of the customer's t:connect data management system account showed that the customer previously had a ratio of 1:10 for the carbohydrate ratio, and a ratio of 1:100 for correction factor. The contact was able to successfully adjust the carbohydrate ratio settings to the correct one. Recommendation was made to consult with health care provider regarding the changes to the settings. The customer reported experiencing an elevated blood glucose (bg) level of 333 mg/dl. Reportedly, the customer also consumed a lunch containing a lot of carbohydrates. A correction bolus was delivered to address the bg level.